Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lap ventral hernia repair. According to the reporter, the bowel perforated after initial surgery and a re-operation was performed on (B) (6) 2010. Patient responded well to second surgery. Tissue damage and patient injury were reported. The patient had a second surgery due to the perforated bowel. The second case had to be done due to the enterotomy.